Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient underwent an enhanced examination on (B)(6) 2026, in the medical imaging department. Before the examination, the nurse performed the standardized process operation procedure according to the regulations and confirmed that the cannula puncture was successful, and then performed the enhanced contrast agent injection. When connecting the high-pressure syringe to the prn cap and venting, the nurse found that the body of the needle was damaged and a small amount of saline was leaking from the damaged area. Immediately stop the operation and repuncture.